Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested, but not received to date. (B)(4).

Event description:
A surgeon reported that a patient had endophthalmitis in his left eye four days after a cataract surgery. The intraocular lens (iol) was explanted and the patient was hospitalised from (B)(6) 2014. Symptoms were not resolved and therapy was ongoing. This is one of two medical device reports associated being filed for this event. This report is for the opthalmic viscoelastic device (ovd) product.